Event description:
Additional information received indicates that the lead migration was confirmed via x-ray. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which the lead was repositioned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's cervical lead had migrated. As a result, surgical intervention may occur to address the issue.